Event description:
The customer states that the axsym processing cover fell and hit pt on the head. The customer states that there was a small bump on their head, but pt did not seek medical attention. No serious injury was reported.